Event description:
It was reported that this left ventricular (lv) lead presented loss of capture due to it becoming dislodged, with the dislodgment confirmed by fluoroscopy. A new device was implanted. No additional adverse patient effects were reported.